Event description:
The consumer reported that when they put in a new stimulator the corner of the stimulator still hurt and stuck out the same as the previous one did. The patient stated they didn't seem to have changed the location to deeper and they were told that the new implant would adjust stimulation when they changed positions, but it wasn't doing that. The patient noted that her new implant didn't really work that great and it made her belly all the way up her side and into her ribs vibrate the whole time. The patient mentioned that the vibration didn't go away if she decreased the amplitude and if she decreased then it stopped giving stimulation coverage to her legs. The patient felt stimulation from her waist to her ribs on her left side and that was the main reason she hadn't been using the device and it was so uncomfortable in her belly. The patient reported that she hasn't been able to use the device because she could hardly walk when she used it and she couldn't use it laying down as there were certain ways she laid where it went ballistic. The patient stated that it was uncomfortable so she quit using it and she had been in so much pain. Additionally the patient reported that her spine hurt, was sensitive and the lump in her spine hurt since her device was replaced in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.